Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 125 units of insulin. The customer's blood glucose level was reported to be 262 mg/dl, which was addressed with a correction bolus via the insulin pump. During troubleshooting with tandem technical support, it was noted that the customer would insert an empty syringe into the cartridge, evacuate 300 units of air from the cartridge, and then fill the cartridge with 125 units of insulin. Recommendation was made to follow the load procedure per pump labeling instructions. The contact was able to complete the load process successfully and resume insulin delivery.